Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have two cracked clamping pulleys at the proximal end. As a result, the grip and pitch cables became loose. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. Additionally, the instrument was found to have multiple input disks cracked. Hairline cracks were found on input disks 6 & 7. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the large hem-o-lok clip applier instrument was not closing properly due to misaligned cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to clip the vessel. The large hem-o-lok clip applier instrument would no longer clip. The surgeon decided to remove the instrument to replace with a backup to complete the procedure without issue. No harm to the patient. No further issues during the case.